Event description:
It was reported that the implantable cardioverter defibrillator exhibited a performance issue. The device was explanted. Further information was requested however, was not provided.

Manufacturer narrative:
The reported complaints of insufficient information and performance issue were not confirmed. The device was received in normal elective replacement indicator range of operation. Analysis of device image was performed and no anomalies were noted. Further electrical testing was performed and no issues were noted. Longevity assessment found the device was operating at the elective replacement indicator (eri) voltage consistent with normal.